Event description:
It was reported that the patient returned for a wound check shortly after the implant procedure. The physician noticed concerns with how the incision was healing and suspected a possible infection. As a result, the device was removed. The device will be returned to bsc by the representative. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.